Event description:
It was reported the customer received the following results on the nano system within 10 minutes: 76 mg/dl, 158 mg/dl, and 102 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.